Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had a cracked case on the display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error during cycling. Customer's blood glucose was unknown mg/dl. The customer stated that the device was wearing on belt clip contracted with skin and possible sweat. The customer was advised and agreed that we would replace the device.